Manufacturer narrative:
(B)(4). Correction to evaluation summary the analysis results showed that one gst60t reload was received partially fired 1/3. The cartridge reload partially fired is consistent with an incomplete or interrupted cycle. The returned reload was reset and loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the test device without difficulties and did not fall out during the visual and functional testing.

Manufacturer narrative:
(B)(4). The analysis results showed that one gst60t reload was received partially fired 1/3. The cartridge reload partially fired is consistent with an incomplete or interrupted cycle. The returned reload was reset and loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, on the fifth firing of the device, the device was loaded with a black cartridge with a hemostat as buttressing and when the surgeon fired, the knife advanced but did not cut and the entire device was pushed back toward the surgeon and the cartridge came out the device and fell into the patient. The device was removed and a laparoscopic grasper was used to retrieve the cartridge from the patient. There was no cut line and no staples deployed to the tissue. The sled of the cartridge had advanced about one third of the length and there are staples stuck to the reload. The surgeon used the same stapler with a new reload to complete the procedure with no harm to the patient.